Event description:
The pump was explanted after an implant duration of 38 months due to battery depletion. It was replaced and returned to the manufacturer for analyisis. A follow up report willbe sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report.